Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead had an anomaly. The physician had implanted a new system on the left. An attempt to gather information but was not successful. There was no further information on the lead status. No additional adverse patient effects were reported.